Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Non-sustained right ventricular oversensing episodes were noted in the device memory. Reprogramming recommendations were given to the physician. The patient is in stable condition.